Event description:
Customer's nurse reported that the customer had an emergency room visit due to high blood glucose readings. Customer's blood glucose reading at the time of the hospitalization was 170 mg/dl. It was reported that the customer lost his ability to speak and move prior to the 911 call. Customer is being treated with IV drips at the hospital. It was further reported that the insulin pump was alarming motor error. It was noted that an MRI was done with the insulin pump on. Customer's current blood glucose reading is 239 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed displacement test with 258.5 units left in the status screen and alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.